Event description:
A customer contacted a baxter technical service representative (tsr) regarding a system error 2240 alarm that appeared on the display of the home patient's homechoice machine during their automated peritoneal dialysis therapy. The home patient's transfer set became disconnected. The tsr explained and cleared the alarm. The home patient (hp) will let his rn know of the air detect alarm. The hp will start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. The home patient's nurse was contacted regarding the alarm. The nurse was aware of the alarm and stated the patient was given prophylactic antibiotics. The nurse also confirmed there was no patient injury or medical intervention associated with this incident and that the patient has been continuing with therapy as usual.